Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming no delivery. Customer verified connection between the reservoir and infusion set was secure. Customer stated not strain and infusion set is not bent or kinked. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of insulin. Customer states the insulin did exit and device did not alarm. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 216 mg/dl at time of reporting. Nothing further reported.